Manufacturer narrative:
The patient¿s age and weight were not provided. The primary console is not a single use device. Approximate age of the device is 1 year, 6 months (calculated from the manufacture date of the primary console). The devices are expected to be returned for analysis. They have not yet been received. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was placed on extracorporeal membrane oxygenation (ECMO) support on (B)(6) 2018. It was reported that during ECMO support on (B)(6) 2018, the primary console indicated a system alert: s3 message. Upon inspection, the motor was making a sound. Flow was still present at the time. The primary console was then switched off but the flows remained. The patient remained asymptomatic and was switched to backup equipment with no issue. No additional information was provided.

Manufacturer narrative:
The report of the console alarming with an s3 alert could not be confirmed during the investigation of the returned centrimag 2nd generation primary console. The returned device was evaluated and tested, and reported issue could not be reproduced. The console was tested along with the associated centrimag motor, and both devices were operated for an extended period of time without any issues being reproduced. Full functional checkout was performed and the unit passed all tests. The returned unit was found to function as intended. As a result, the root cause of the reported event could not be conclusively determined. The returned motor was tested with the related centrimag 2nd gen primary console. During operation the motor did not make any abnormal sounds and no error messages were reproduced. No issues were found during testing. The returned motor was found to function as intended. The returned flow probe was connected and tested along with a related centrimag primary console and motor and the device was found to function as intended. Thoratec¿s 2nd generation centrimag system operating manual instructs the user to have one additional 2nd generation centrimag primary console, motor, and flow probe as backup system in the immediate vicinity of each patient whenever the centrimag blood pump is in use. This document also provides information regarding the alarms and alerts of the primary console. Review of the device history records found no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.